Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
An onsite investigation was conducted by our field service engineer due to a failed pre-use check (puc) during the internal leakage test. The pressure transducer printed circuit board (pcb) was defective and was therefore replaced. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can be confirmed in the provided logs. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. The pcb was sent for further investigation. Ocular inspection of the returned part revealed no abnormalities. Simulated test was conducted, which failed the pressure transducer test during the puc due to a deviation in >1 cmh2o pressure. Upon disassembling the plastic connector on the pcb, debris and dirt were discovered, which explains the reported issue. The reported issue was reproduced and it was determined that the contamination found caused the reported issue at the time of the event and during the simulated testing conducted in the investigation.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference >5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).